Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified, but the cartridge damage issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer reverted to an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned